Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 0125 lead, implanted: (B)(6) 1996; 5076 lead, implanted: (B)(6) 2003; 4512 lead, implanted: (B)(6) 2003; 5076 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient presented to the emergency department feeling lightheaded and dizzy and had received shocks. A remote transmission showed an episode of ventricular tachycardia (vt) for which the patient received five shocks that were unsuccessful and the vt is ongoing; therapies were exhausted. The device remains in use. No further patient complications have been reported as a result of this event.